Manufacturer narrative:
Contact information: (B)(4).

Event description:
The customer reported that the ventilator display is blank. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2015. Date received by manufacturer: 03/28/2016. Conclusion / root cause: the user interface (ui) assembly passed all testing. A blank screen display could not be duplicated. There were no faults found with the user interface (ui) assembly. This report is being submitted as part of the remediation for (B)(4).

Event description:
The customer reported that the ventilator display is blank. The customer reported there was no patient involvement.